Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level that ranged from 306-433 mg/dl and high life threatening ketones. Prior to being hospitalized, the customer delivered a correction bolus in attempt to address bg levels. Customer was treated with intravenous saline and insulin while in the hospital and was released (B)(6) 2023 with no permanent damage. The customer mentioned that medications being taken for unrelated medical issues may have contributed to the elevated bg levels, but ultimately the cause of the elevated bg levels was unknown. A system check was performed while the customer in the hospital and it was determined that the pump functioned as intended. Reportedly, the customer was using the infusion set past labeling. Tandem technical support educated the customer on infusion set labeling.